Manufacturer narrative:
(B)(4). Device b: other # = (B)(4) (batch #); serial # = (B)(4); exp date = 10/01/201.6 manufacture date: 11/1/2011. Results: (damaged adjusting knob). Conclusions: device (a) arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Device (b) was received with the hook shroud opened and with a cartridge loaded on the device. The cartridge was returned fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, when the physician was using the stapler (as he usually does), he fired the stapler and he noticed that there were no staples in the cartridge. So he asked for another stapler and when he was rotating the knob to adjust the staple high, the top part of the stapler broke in two. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:was this the first firing of the device? Yes.on the second device, was it the shroud halves that broke apart? Yes.did any piece of the device fall into the patient? No.